Event description:
It was reported that patient experienced ineffective therapy, x-ray imaging revealed patients lead migrated. Surgical intervention was undertaken on (B)(6) 2026 wherein patients anchor was observed to be unlocked. As a result, the lead was repositioned and the anchor was explanted and replaced to address the issue. The investigation was unable to determine the lead that is associated with the issue.

Manufacturer narrative:
Date of event is estimated. E1 initial reporter phone number- (B)(6).